Event description:
It was reported that there was a lead that appeared to have only 3 electrodes. While removing the patient's system in (B)(6) 2015 (reference manufacturing report #3004209178-2015-01800), there were 4 leads but only 3 were registered to the patient. The fourth wire was never located and it was not able to be removed. The healthcare provider (hcp) thought it might had been left from a previous revision with the lead wire cut off. The patient status at the time of the report was alive no injury. It was unknown if there were any patient symptoms or complications associated with the event. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).